Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 2.0; different meter: 3.0; lab: 3.0 (15 min. Later); date: (B)(6) 2010; inratio: 2.4; different meter: 3.3. Patient had stomach surgery on (B)(6), 2010. When he went in to get the sutures removed on (B)(6), 2010, the surgeon had to stop because of so much bleeding. Caller also reports getting a 1.4 inr result each time he tested in early (B)(6).